Event description:
It was reported that one day post-implant, there was no sensing and the lead was noted to have dislodged and moved to the svc (superior vena cava). The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.